Manufacturer narrative:
No product return.

Event description:
Reportedly dr. State that there have been 5 cases of cluster endocarditis as of late december to february. All reported by different surgeons. The organism is staph. Epi. The sales representative does not have information such as implant dates at this time. The sales representative would like to give the surgeon a quick response. Please provide sterilization procedures, total preparation of valve tests, etc. Before the devices go out to the customers. At what point is the device rendered completely sterile? The hospital will start culturing the tags with serial numbers. Operative report dated 2009 indicates device was implanted in 2009 to correct aortic stenosis. At about 4 months later, response to surgeon stating that edwards performed a thorough investigation of the devices involved, including a review of the: manufacturing records, sterilization records, and complaint database. We maintain detailed records on every valve we manufacture and a review of these records confirmed that each of these devices passed all manufacturing, quality control and sterilization inspections prior to release. A secondary investigation was conducted to identify all of the remaining devices from the manufacturing lots below and their status. We have confirmed that there are no additional field reports against any of the valves from these lots. An additional search of our data base and complaint records was conducted for any other reported case of staphylococcus epidermidis involving a carpentier-edwards peri mount rsr pericardial bioprosthesis within the past two (2) years. There are no other reports..